Event description:
Medtronic received information that following the implant of this annuloplasty ring, the surgeon was unhappy with the result and stated it was an incompetent repair. The surgeon removed the ring and replaced it with a mosaic valve. The physician noted there were no issues with the ring and there were no adverse patient effects. The ring will be returned for analysis.

Manufacturer narrative:
Product analysis: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. Conclusion: at this time, a conclusive cause to this event could not be determined. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the ring was discolored showing evidence of blood contact. Green and white multifilament sutures were received with the ring and a remnant of a white multifilament suture remained attached to the ring. The ring was slightly disfigured/out of round possibly due to the implantation process. Small needle holes and pulled fabric showed placement of implantation sutures. Conclusion: per the available information, the failed repair was likely not attributed to the ring as the surgeon opted to replace the patient's native valve instead of using the ring. The physician reported there were no issues with the ring and there were no adverse patient effects. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.